Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012-explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012-explanted: product type lead product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states that they feel like there are many bee's on them and the feeling is annoying. They are going to the doctor tomorrow, (B)(6) at 11:30 am and wants a manufacturer's representative to be there to adjust their device. The patient was seen on (B)(6) 2012. The manufacturer's representative adjusted the patient's rate until they found one that they were comfortable with. The patient also complained of too much stimulation in the abdomen and not enough in the back. The rep adjusted the pulse width to the patient's satisfaction but was not able to program high enough to reach the back (was at the top of the lead). They wanted more control so they removed the limits on the patients settings and explained how to make the adjustments accordingly. The patient was satisfied with the adjustments at the end of our session. The pt reports stimulation in the wrong location. Pt reports they would like to meet with rep to get reprogrammed. Pt states they did trial and it was amazing and really liked it. Pt states legs and back are hurting. Pt states manufacturer's people could not get it to work in her back. Pt states she does have stim down her legs to her feet. Pt states implant is for legs and back. Pt states she can't stand the way it feels and tries to turn it down. Ps reviewed how to try new programs. Pt has one group, group a. Pt has 3 programs. Pt tried all of them while on phone with ps. Pt ended up leaving program 1 at 2.70, program 2 at 3.0, and program 3 at 2.50. Pt states program 3 is for her back but she can't feel it at all. Pt states instead she feels it on her stomach and high on her waist. Pt called in stating her hcp left a message for the manufacturer rep and has not heard back yet- has been over a week. Additional information received from a manufacturer's representative there is an appointment to see this patient on friday (B)(6) the patient was seen on (B)(6) 2012 in their health care providers office. Impedance check came back fine. Patient received reprogramming of leads and was receiving better pain control when she left the office. Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that their device had been revised. The patient stated that they went in and "redid everything" and then stated that they had misspoke and wasn't sure if they redid everything or not but there was a revision and the patient had to be put under. The patient stated the device was revised because it wasn't working properly. The patient stated that they have fibromyalgia and degenerative disc disease so deep inside their body they feel a "tremendous, angry, mad pain" and when they did the trial they were getting relief in their back and legs perfectly. The patient stated that they felt stimulation just an inch above where the pain was and it pissed the patient off because it was an extra irritation and stimulation wasn't getting down to the pain. The patient stated that they didn't get relief in the lower back and didn't go down when they adjusted it. The patient stated that the stimulation goes in the stomach and tightens the stomach muscles. The patient stated that it does help their legs but doesn't reach down where the pain like the trial. The patient stated it was like if they had 4 inches skin to pain. The patient stated that they were told that the lower back area was a really hard area to get pain relief the trial worked, so the revision tried to accomplish that but didn't succeed. The patient stated that the revision didn't resolve the stimulation issue. The patient stated that their stimulation is on very low and they leave it there as there is stuff going on in the patient's anatomy that they don¿t know what is happening. The patient stated that the manufacturer's representative (rep) have tried to reprogram over and over and job trying to find relief. Patient may be a good candidate for new programming options as it would reach deeper, but would have to charge more often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.